Event description:
It was reported that an alert was detected for the right ventricular automatic threshold (rvat) test greater than programmed output. The patient was evaluated in a hospital setting and high capture thresholds and loss of capture (loc) were observed on this right ventricular (rv) lead. A lead dislodgement was suspected but has not been confirmed. Reprogramming was performed with an appropriate safety margin and the physician is going to review and schedule a lead revision in two weeks. No adverse patient effects were reported. This lead remains in service.

Event description:
It was reported that an alert was detected for the right ventricular automatic threshold (rvat) test greater than programmed output. The patient was evaluated in a hospital setting and high capture thresholds and loss of capture (loc) were observed on this right ventricular (rv) lead. A lead dislodgement was suspected but has not been confirmed. Reprogramming was performed with an appropriate safety margin and the physician is going to review and schedule a lead revision in two weeks. No adverse patient effects were reported. This lead remains in service. Additional information was received that a revision procedure was performed and the lead was repositioned. No additional adverse patient effects were reported. This lead remains in service.